Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that merlin.net transmission showed both ventricular fibrillation and automatic mode switching episodes. The noise was seen on both the right atrial (ra) lead and right ventricular (rv) lead. During the rv lead noise, there was pacing inhibition. The noise was reproducible with arm movement. The patient had fallen and passed out a few times within the last week. Since the patient was device dependent, the device was reprogrammed and the patient was put on an external defibrillation. Under fluoroscopy, the leads were seen wrapped up. The rv lead was capped and replaced on (B)(6) 2018. The ra lead was not replaced as there was limited vein access. The device was also explanted and replaced as the physician was concerned with the device being under advisory. The patient was stable after the procedure.